Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00313. It was reported the patient (B)(6) was experiencing uncomfortable stimulation. A diagnostic test found both low and invalid impedance measurements for the patient's lead. Numerous attempts to capture effective stimulation via reprogramming proved unsuccessful. As such, the patient's scs system was explanted. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.